Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified left main trunk. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. During inflation, it was noted that the stent moved back a little. The device was pulled and upon reaching the aorta, the stent moved further. The physician decided to remove the entire system and rebuild a new one. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis in the lumen of a 6fr guide catheter with a hemostasis valve attached to the hub. The stent was bunched up on the distal end with several stent struts overlapping and bent. The stent had been partially dislodged during removal through the guiding catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was dried contrast in the lumen. There were crimp marks on the balloon indicating the stent was secure. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified left main trunk. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. During inflation, it was noted that the stent moved back a little. The device was pulled and upon reaching the aorta, the stent moved further. The physician decided to remove the entire system and rebuild a new one. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.